Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: previously submitted MDR indicated that the patient underwent full revision on (B)(6) 2013; however, an implant card shows that only the lead was replaced, this report is being submitted to correct this information.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent surgery on (B)(6) 2013 due to battery depletion and that the lead impedance was ¿high¿. It was stated that the new generator was not programmed on due to lead impedance issues. The patient was scheduled for a lead revision surgery. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician were unsuccessful. Attempts for the return of the explanted generator were also made but the explanted generator has not been returned to date. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Event description:
On (B)(6)2013 it was reported that the lead impedance after the surgery was ¿ok¿. Product analysis on the generator was completed on (B)(6) 2013. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. The battery is depleted, 2.072 volts as measured with the can removed and battery still attached to the pcb. In addition, during a diagnostic test attempt, the voltage dropped to 1.800 volts, which shows that the battery is depleted when the device attempts to enter s a functional mode. The data in the diagaccumconsumed memory locations revealed that 114.563% of the battery had been consumed. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications except for the c4 out of specification condition. The cause for the out of specification c4 capacitor (v cpu) value is likely associated with component aging and had no adverse effect on device functionality. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
On (B)(4) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013. The generator that was explanted on (B)(6) 2013 due to end of service was returned for product analysis on (B)(4) 2013, product analysis is still underway. However the lead and generator that were explanted on (B)(6) 2013 were not received for product analysis despite attempts for their return.